Manufacturer narrative:
All available information was investigated and the reported cds leak was confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the reported leak appears to be related to the observed tear in the silicone valve inside the clip introducer (ci) and the torn ci; however, how the silicone valve and ci got torn cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During insertion of the clip delivery system (cds) into the steerable guide catheter (sgc), air was noted in the hemostatic valve. The physician stated it was due to poor sealing of the clip introducer. Aspiration was performed and the cds was removed. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.